Event description:
Healthcare provider reported left side textured to smooth implant exchange, and then additionally reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
Initial reporter- zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.